Manufacturer narrative:
The device was not used and was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during an implant procedure for a percutaneous lead, the physician had encountered scar tissue. When the lead was retracted, the insertion needle sliced the lead and a contact had broken off. The broken contact was left in situ. The physician was not concerned and there are no plans for retrieval.